Manufacturer narrative:
H3: product analysis: #705734758: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The pipeline flex shield pusher was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. The phenom 27 catheter tip and marker were examined; and no damages were found. No bent or kink was found with catheter body. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. Testing analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex shield braid appeared to be damaged. It was reported that ¿the pipeline was positioned in a distal bend¿ and ¿the pipelines had been resheathed 3 to 4 times.¿ damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a deployment failure was observed, especially on the (distal) tip side, and the resheath was repeated 3 to 4 times; however, it was determined that it was difficult to fully expand even though the procedure was continued as is. It was in a contracting-like state from the beginning, and the product was replaced. The pipeline was positioned in a distal bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. No operation, such as using another device to deploy the stent was performed. The pipeline was resheathed and retrieved with the microcatheter and removed from the patient's body. It is not known whether there was a problem with the catheter this time. The pipeline was used for an approved indication. The pipeline and phenom were prepared as indicated in the package insert. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for ped treatment of a saccular, unruptured aneurysm located in the left ophthalmic artery with a max diameter of 8mm and a 5mm neck diameter. The access vessel was the internal carotid artery to the middle cerebral artery with diameters of 4mm and 2mm. The landing zone was 3.56mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Pru level was unknown, but there were no problems. Postoperative findings related to blood flow imaging revealed no issues. Ancillary devices include a phenom27 catheter.

Manufacturer narrative:
E1: the initial reporter/physician information is not reported from the region due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.